Event description:
It was reported that the ilet displayed alert 41 indicating an insulin shaft rewind error, which resulted in a failure to infuse insulin and led to prolonged hyperglycemia; the user¿s glucose reached approximately 450 mg/dl for about six hours and backup subcutaneous insulin via humalog pen was used. Symptoms included hyperglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.